Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump has a full black screen. It was stated that the device was exposed to extreme temperatures. Customer was advised to stabilize at room temperature for more than 30 minutes. It was unable to perform the selftest. Blood glucose value is unknown. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.